Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic low anterior resection, upon opening the package, the hospital staff did not articulate the reload, but it was in the condition of being articulated. The firing could be performed. There was no patient involvement.